Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ also, "use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer reused a cartridge and the cartridge began leaking. Customer's blood glucose level was 120 mg/dl. Tandem technical support advised not to reuse cartridges.